Event description:
Reportedly, after turning on the wirex, three of its status lights were lighting up, but the power light remained off. After plugging the home monitor to the power supply, its status led and patient initiated transfer (pit) button were abnormally lighting in green constantly. Therefore, the home monitor was unplugged and plugged back again to the power supply, the status led turned on green, and the pit button was blinking green when the programming head was positioned over the implant site, as expected. Nevertheless, when the pit button was pressed, abnormal behavior was observed: the pit button turned red, the status led turned off, and the progression lights stayed off. Then, the check button was pressed twice, but normal behavior was not restored.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, after turning on the wirex, three of its status lights were lighting up, but the power light remained off. After plugging the home monitor to the power supply, its status led and patient initiated transfer (pit) button were abnormally lighting in green constantly. Therefore, the home monitor was unplugged and plugged back again to the power supply, the status led turned on green, and the pit button was blinking green when the programming head was positioned over the implant site, as expected. Nevertheless, when the pit button was pressed, abnormal behavior was observed: the pit button turned red, the status led turned off, and the progression lights stayed off. Then, the check button was pressed twice, but normal behavior was not restored.